Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue in (B)(6) 2012. Uneventful device explant due to dysphagia on (B)(6) 2015; it was noted that the location of explanted device appeared to be slightly herniated through the hiatus. Hiatal hernia repair after device implant (prior to device replacement). A replacement linx device was immediately after explant of the original device. The patient is reportedly doing better with only minor dysphagia.